Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The infection has reportedly resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly refusing to wear the device. Device testing revealed results within normal limits. External equipment was exchanged; however, the issue did not resolve. The recipient was reportedly prescribed steroidal anti-inflammatory medication.